Event description:
The customer alleged that the ends of the catheters had been completely charred. All of the catheters were not usable. The customer replaced the damaged catheters. The customer stated that the catheters were disposed of and no patients were involved.

Manufacturer narrative:
Other - damaged device, conclusion: other - outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.